Manufacturer narrative:
The investigation determined a lower than expected vitros troponin I es result was obtained from a non-vitros biorad quality control (qc) fluid processed using vitros immunodiagnostic products troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The customer stated that the event may have been caused by qc fluid handling, although this was not confirmed. Acceptable biorad qc performance was obtained following the use of fresh biorad qc materials. Based on historical quality control results, a vitros tropi es lot 3121 performance issue is not a likely contributor to the event as qc results prior to the lower than expected vitros tropi es result were within acceptable limits. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3121. The customer was unable to complete precision tests on the vitros 5600 integrated system due to microimmunoassay metering errors. The customer observed white build up on the signal reagent (sr) probes. The sr probes were cleaned and the microimmunoassay proboscis was flushed. Following customer-performed maintenance actions, biorad qc results tested using vitros tropi es lot 3121 have been within acceptable limits and the customer is satisfied with the biorad qc fluid performance. Because precision testing was not conducted on the vitros 5600 integrated system, the performance of the instrument was not verified and therefore cannot be ruled out as a contributor to the event. The customer declined a service visit from a field engineer.

Event description:
A customer obtained a lower than expected vitros troponin I es result from a non-vitros biorad quality control (qc) fluid processed using vitros immunodiagnostic products troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Biorad lot 23676 l1 vitros tropi es result of < 0.012 ng/ml versus the customer¿s baseline mean of 0.080 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tropi es result was attained while processing a qc fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).